Event description:
Baxter canadian home patient (hp) reports patient line of homechoice set became disconnected during apd treatment, leaking onto bed/floor. Baxter technician assisted hp in completing treatment for evening. No pt injury or medical intervention reported by baxter affiliate.